Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair goes into drive lock out automatically when she is driving.